Event description:
The report received from the affiliate indicated that when the surgeon tried to inflate the balloon of the stent delivery system (sds) on a 3.5x13mm cypher select plus stent, he noticed that liquid leaked out through the hub, because it was chipped. Another device was used to complete the procedure. There were no adverse patient consequences. Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. The device is available for analysis but the engineering report is not yet available. Additional information has been requested and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that this device in not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stent. The device is available for analysis but the engineering report is not yet available. Add'l info has been requested and will be submitted within 30 days upon receipt.